Event description:
It was reported via repair work order that the cot is unable to move due to both front caster wheels breaking off. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.